Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after an intraocular lens (iol) implantation procedure, she had several concerns, a month later she had a yag surgery and the vision was worsened than before the surgery. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided.the product investigation could not identify a root cause for the reported complaint. The product was not returned. The reporter was the patient. Patient indicated a yag was conducted, but the reason was not provided. Patient indicated they are scheduled for future lasik. There has been no response from the impaling facility to the request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in b.5., b.6., b.7. And d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that the patient was educated that rings & halos will be noticeable around lights due to lens design. Patient elected to proceed with lens with the understanding that rings and halos remain around lights at night.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received from patient stating that physician was contacted as she still have the diminished eyesight in right eye especially. There was something causing obstructed vision in that eye. It¿s was not like a foreign object. Patient do have lasik scheduled for next month.